Manufacturer narrative:
Additional information: d9, h3, h6 and h11. The device was received for evaluation in wet condition. Visual inspection with the naked eye showed the cassette was broken/cracked. Functional testing was performed including leak, clear passage, and clamp function testing. A leak was observed due to damage at the bottom of the cassette. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after restarting therapy with a homechoice cassette, an automated peritoneal dialysis (pd) patient observed that their "table was wet and disconnected". According to the reporter, the patient checked the cassette and stated it was ¿broken". The patient was advised not to connect the device and proceeded to "the program". A culture was performed, and the patient was started on unspecified prophylactic antibiotics (ongoing). No further medical intervention was reported for this event. The cause of the event was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.